Event description:
A patient reported their one touch ultra meter would only prompt "lo" and does not power off. Patient claimed this situation could have caused them to be hospitalized. Patient then tested on a fasttake meter and recieved a result of 175mg/dl. No other results were reported. The time difference between the one touch ultra and the fasttake meter is unknown. There was no treatment. No further information has been reported.